Event description:
It was reported that pre-op side port access was performed via the cap (catheter access port). The physician was able to aspirate about 0.6 ml of fluid during the procedure. The fluid was darker in color than expected. The pump was replaced. The patient status was reported as ¿alive-no injury.¿ the patient had no symptoms or complications associated with the event. The device system was delivering baclofen (2000 mcg/ml at 943 mcg/day) and dilaudid (3 mg/ml at 1.4 mg/day). It was later reported that there was no volume discrepancy noted.

Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Evaluation summary: the pump was returned for analysis. Analysis found ¿no significant anomaly ¿ eri (elective replacement indicator) due to time progression.¿

Manufacturer narrative:
Product type: catheter. Product ID: neu_unknown_cath. Serial# (B)(4), product type: catheter.

Event description:
Additional information was received and it was reported that during the pump replacement procedure they disconnected the catheter from the pump and emptied it; they got free flow of csf (cerebrospinal fluid); a small relaxing incision was made to allow closure; and the catheter remained implanted.

Manufacturer narrative:
Additional information: product ID 8709, lot # s00151608, serial # (B)(4), product type catheter.

Event description:
Additional information was received and it was reported device interrogation was done (B)(4) 2014 and eri 2 months.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the pump was due for replacement due to eri (elective replacement indicator) being low. Fluoroscopy was done on (B)(6) 2014; the result was reported as "no free flow of csf (cerebrospinal fluid)". The outcome of the event was reported as "resolved without sequela on (B)(6) 2014."